Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 577 mg/dl with abdominal pain, polydipsia, nausea and vomiting associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and received insulin via injection and was treated at the hospital with intravenous fluids by their health care provider. During troubleshooting with customer technical support, it was noted that the basal delivery totals in the total daily dose did not match but it was also noted that the customer made change to the basal program. It was also noted that the bolus totals did not match. The reporter stated that when they were going through the bolus history, they noticed that there were missing boluses and she knew she gave her daughter and that they were not recorded in the pump. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: during investigation, the delivered boluses were calculated for (B)(6), the delivered boluses on each day match correctly the total daily dose (tdd) bolus history. The pump was manually suspended and manually resumed. Manually performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Unrelated to the original complaint, the battery compartment is cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.